Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd precisionglide¿ needle penetrated through the shield, leading to a dirty needlestick injury. The following information was provided by the initial reporter: I was stuck with a needle stick injury about a month or so ago. The cap to this needle is not puncture proof.